Event description:
A patient reported blood glucose results of "22.0,18.0, 12.0__ mmol/l" with a lifescan meter and "10.0__ mmol/l" on a laboratory device, performed within _10_ minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucoose. Based on statistical methodology, the calculated difference of these glucose results exceeds the criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy.